Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The downstream occlusion alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The force sensor pusher was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 285 occurrences of ¿downstream occlusion¿ alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.